Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4(UDI); e1; e2; e3; g3; h2; h3; h6. Corrected: b5; h4. Two radiographs were provided and reviewed by a radiologist. Two views of the right humerus demonstrate an intramedullary rod with multiple fixation screw; the proximal two fixation screws have withdrawn. Comminuted fracture of the proximal humeral diaphysis with lucent fracture line still seen. Glenoid osteophytosis and steopenia. Overall fit and alignment of the implants is appropriate. Perhaps the screws backed out because of the incompletely healed fracture. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A definitive root cause is unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented approximately 4 weeks post initial surgery and it was found that two proximal screws have backed out of the ann nail system. At this time, no revision surgery is planned. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D.10: proximal humerus, right, ã¿ 11x160mm item#47249616011 lot# 3137800 blunt tip screw, ã¿ 4x42mm item#47-2486-042-40 lot#3155804; ann blunt tip screw 4x42mm item#47-2486-042-40 lot#3152737; ann blunt tip screw 4x60mm item#47-2486-060-40 lot#3091607; ann cort bone screw 4 x 30mm item# 47-2486-130-40 lot#3155767; ann cort bone screw 4 x 32mm item# 47-2486-132-40 lot#3091574; affixus ph nl cap 0mm item#47-2488-010-00 lot#3158999. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: medwatch's: 0009613350-2023-00643; 0009613350-2023-00645.

Event description:
It was reported that operation was performed with ann nail on sep 12, 2023. After 4 weeks from this surgery, surgeon found #1 and #2 proximal screws were backed out from the proper position. The surgeon keeps an eye on the patient condition as well as no revision will be planned so far. Attempts have been made and additional information on the reported event is unavailable at this time.